Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform occluder was selected for an implant in a patient with complex pfo closure with a long tunnel-like hole between the two atriums. A 8f amplatzer trevisio intravascular delivery system was used for the implant. The physician sized the defect first with an 18mm unknown sizing balloon (measured between 11mm and 12mm). The 25mm amplatzer cribriform occluder was chosen because it has the same size discs on either side. This allows for better coverage over the large defect. While deairing and preparing the device, the physician saw that the two discs of the device had failed to flatten on its own, the way it's supposed to. The physician then massaged the device to try flatten the discs himself, the discs then flattened (outside the patient). He then continued with the case and advanced the device in the patient and tried to close the defect. The device discs again did not flatten enough and the occluder was removed from the patient safely prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician then chose a different unknown occluder and then completed the case with a favorable result. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 8f delivery system was used. Based on the available information, the cause of the reported device deformity could not be conclusively determined. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. "

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform occluder was selected for an implant in a patient with complex pfo closure with a long tunnel-like hole between the two atriums. A 8f amplatzer trevisio intravascular delivery system was used for the implant. The physician sized the defect first with an 18mm unknown sizing balloon (measured between 11mm and 12mm). The 25mm amplatzer cribriform occluder was chosen because it has the same size discs on either side. This allows for better coverage over the large defect. While deairing and preparing the device, the physician saw that the two discs of the device had failed to flatten on its own, the way it's supposed to. The physician then massaged the device to try flatten the discs himself, the discs then flattened (outside the patient). He then continued with the case and advanced the device in the patient and tried to close the defect. The device discs again did not flatten enough and the occluder was removed from the patient safely prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician then chose a different unknown occluder and then completed the case with a favorable result. The patient is stable.